Manufacturer narrative:
(B)(4). The device was serviced on site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged door latch roller was observed during visual inspection. The cause of the condition was not determined. To resolve this issue the door latch was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door of a flogard pump was damaged. There was no patient involvement. No additional information is available.